Event description:
The user has been explanted on (B)(6) 2024 due to an infection in the incision. Reportedly, the doctor performed treatment with antibiotics without any improvement. The surgeon also performed a skin wall reconstruction, but without any benefit. Reportedly the ulceration of the skin was not on the incision, but on the internal coil.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant coil. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted on (B)(6) 2024 due to an infection in the incision.